Event description:
Boston scientific received information that a red alert was detected for low out of range shock and pacing impedance measurements. It was also noted an inappropriate shock was delivered due to oversensing of noise. Lead fracture was suspected. No revision planned at this time. There were no adverse patient effects reported. Subsequently, additional information was received that the associated cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones, and upon interrogation it was noted this crt-d reached end of life (eol). Possible device malfunction, and allegation of premature battery depletion. The decision was made to explant and replace the crt-d and this right ventricular (rv) lead.

Manufacturer narrative:
This right ventricular (rv) lead will not be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.